Manufacturer narrative:
Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The replacement of the outflow graft was reported under MFR. #2916596-2019-02248. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). The approximate age of the device was 47 days. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient remained admitted to the hospital for bacteremia and pain control following outflow graft replacement. Log files did not show any unusual events. Leukocytosis and positive surgical site cultures on (B)(6) 2019 were reported, but blood cultures were negative. The patient was treated with IV antibiotics, which were completed inpatient. The patient was discharged on (B)(6) 2019. No further information was provided.